Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that when reducing a rod into the last screw of the construct, resistance was felt during set screw insertion while the screw continued to turn. It was thought that the set screw had advanced within the head of the polyaxial screw. However, during final tightening, the set screw would not torque down. The set screw was removed intra-operatively and the majority of its threads were found to have stripped. Another set screw was inserted without issue. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
Visual inspection of the returned mis single inner setscrew noted that threads were completely sheared off from the device. Review of the device history record found no discrepancies were observed during the manufacturing process. A twelve month review of the complaint trend analysis for the set screw found no emerging trends. The root cause of the shearing of the screw threads cannot be positively determined. However, the damage is most likely indicative of inadvertent cross threading having occurred during screw tightening. No corrective action/preventive action (CAPA) is required at this time as there have been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.